Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter has a power issue (does not turn). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began (B)(6) 2014. The patient managed his diabetes with the insulin pump. At the time of the reported issue, the patient did not take any action in regards to his diabetes management. He reportedly had insomnia during the same time. There was no report of any required hcp treatment to suggest acute complication of diabetes. The power issue was not resolved with training. The meter did not power on with the power button and the insertion of the test strip. The lfs product was replaced and requested back to lfs for investigation. This complaint is being reported due to the unresolved power issue.